Event description:
Lumenis received an adverse event report on a patient who sustained skin burns and loss of eyelashes following treatment by m22-ipl device ga-0005200:20012.

Manufacturer narrative:
Lumenis received an adverse event report on a patient who sustained skin burns and loss of eyelashes following treatment by an m22-ipl device ga-0005200:20012. Lumenis investigated the reported event by contacting the distributor, clarion, to try to get clinical information regarding this event from the end user. Attempts by clarion have been made to obtain; patient treatment settings, patient information, patient photos. No response has been received from the end user. The laser device m22 ipl was installed on (B)(6) 2016 and there are no records of malfunctions found in its service history. Just after the reported adverse event this device was evaluated and tested by a service engineer. He performed a complete pm on the lumenis m22 ipl system and no problem was found. The lumenis m22 ipl system is in proper working condition. System malfunction is therefore not considered the cause of the adverse event. Lumenis could not evaluate the severity of injury because the customer did not provide any information of the injury. Due to lack of information (no incident form received) lumenis is reporting the event in an 'abundance of caution'. Should additional significant information become available, the complaint record will be updated accordingly and a follow-up medwatch report will be submitted. Lumenis is closing this complaint, but will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop (doc no. (B)(4)) and per post marketing surveillance procedure (doc no. (B)(4)).